Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial#: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that no lead revision happened.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.